Manufacturer narrative:
Lot #: the suspect lot was either h20k25068 or h21a27097. Initial reporter phone no. (Additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue part) and main body of a peritoneal dialysis (pd) transfer set. This was observed during an unspecified process step of peritoneal dialysis therapy. It was further reported that the ¿dark blue part of the transfer set got loosened, but did not get disconnected from the main hub¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection was performed with the naked eye which noted the female connector was separated from the main body of the twist clamp. Functional tests were performed which included leak, clear passage and clamp function tests with no issues noted. The reported condition was verified. The cause of the condition was determined to be related to inadequate solvent application during the manufacturing process. A batch review was conducted on suspected lot numbers and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.